Manufacturer narrative:
An investigation of the device by the spacelabs field service engineer and a review of the logs by a product specialist confirmed the reported complaint. During the investigation the lower tubing guide belt and backbar were replaced. The unit was tested for seven days without issue. The device passed all other tests and was returned to patient service. As the problem was discovered prior to use and a warning message displayed, use of the device is prevented until the issue is resolved. The investigation findings showed no risk of serious harm and no serious risk should the event recur. However, spacelabs is filing this report as requested by the FDA letter dated october 10, 2017.

Event description:
Spacelabs received a report that on (B)(6) 2016, a triangle error message was discovered displaying on the arkon display unit and also an issue with the tower extension pin. The device was not in patient use when the issues were discovered. No injury was reported.